Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 11/23/2016 with the following findings: during investigation, the battery compartment was cracked above and below the grip pad. Unrelated to the original complaint, the base was cracked between the case seal and the keypad. The cover was cracked between the corner of the lens and the case seal. The audio bolus button cover was punctured but responsive to user input. Additionally, the pump powered up to a call service 069. The pump was unable to recover from the call service 069 after the reboot. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.